Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that smart toe implant had no expansion during surgery could not be confirmed since the returned device is conforming to specification. Therefore, the case could be classified as a non-issue. Based on investigation, the root cause of the determined no expansion problem was attributed to a user related issue. The smart toe implant expansion problem was caused by mismanagement of the temperature. When the blood is arrested for a long period, the smart toe can take longer to expand because the temperature of the body is too low. Using warm sterile solution between 37°c and 40°c to bath phalanges allows the smarttoe implant to expand properly. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the smart toe implant did not expand during primary surgery. Caused 10 min delay in surgery.

Event description:
It was reported that the smart toe implant did not expand during primary surgery. Caused 10 min delay in surgery.